Event description:
Boston scientific received information that during the attempted implant of this pacemaker, high out of range right ventricular (rv) pacing impedance measurements greater than 2,000 ohms and right atrial (ra) and rv loss of capture (loc). Testing of the leads on a pacing system analyzer (psa) revealed appropriate capture and pacing impedance measurements were within normal limits. It was noted that due to patient anatomy, the physician elected to place the right atrial (ra) lead in the rv port of the device header and the rv lead was placed in the ra port of the device header. Additionally, both wanded and rf telemetry was attempted to be established with the device and was unsuccessful and an unspecified fault message was observed. This device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.